Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient presented with degenerative disk disease, l5-s1, grade 1 spondylitic spondylolisthesis with associated bilateral neuroforaminal stenosis at l5-s1. The patient underwent anterior lumbar interbody fusion at l5-s1 with threaded cages and bone morphogenic protein, placement of radiolucent cages at l5-s1 through anterior approach, supervision and interpretation of fluoroscopy, posterior spinal fusion with instrumentation, l5-s1 and nonsegmental instrumentation, l5-s1. As intra-op notes, ¿¿.16x23 mm peek cages were placed on each side, with good fixation noted. Two bmp (bone morphogenic protein) sponges were placed into each of the cages¿.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.